Event description:
Received a medwatch from the customer stating "arrived at beside, vent alarming ac power loss and compressor failure. Patient removed from vent and replaced with different ventilator." Customer reported they found the power cord to have become unseated from connection on vent. It was possibly caught and pulled. Multiple attempts have been made to get additional information, but no customer response. A follow up report will be submitted when new information becomes available.